Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive. Additionally, the customer received an unspecified alarm. There was no reported impact to the customer¿s blood glucose. No additional information was provided by the customer. Although requested, the customer declined troubleshooting.